Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female, chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), female sexual dysfunction ("apareunia") and bladder disorder ("bladder disorder nos"). The patient was treated with surgery (hysterectomy (full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and bladder disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), back, chronic, pelvic pain , abdominal, apareunia,migration,bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: reporters information updated. Event: injury were updated to pelvic pain. New events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back, abdominal, apareunia, migration, bladder problems were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device location of device: uterus') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, pap smear abnormal, human papilloma virus infection, tonsillectomy, umbilical hernia and right lower quadrant pain. Current weight 210 lbs. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2015, pramipexole, meloxicam and diazepam. Concurrent conditions included sinus disorder, ache, throat constriction, stress incontinence, coughing and sneezing. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain female, chronic"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pain ("entire body pain") and arthralgia ("hips pain/ joint pain"), 6 days after insertion of essure. On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems: teeth felt like they were crumbling"), fatigue ("fatigue"), alopecia ("hair loss") and anxiety ("psychological or psychiatric problems: anxiety") and was found to have weight increased ("weight gain / loss (specify which one ) gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder disorder nos/ bladder problems or changes"), dermatitis atopic ("rashes or skin conditions type:atopic dermatitis") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia") and blood pressure fluctuation ("blood pressure issue"). The patient was treated with ibuprofen and surgery (bladder sling and hysterectomy (full), salpingectomy. (Bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, tooth disorder and weight increased outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, female sexual dysfunction, nausea and anxiety had resolved and the dermatitis atopic, migraine, fatigue, alopecia, pain, arthralgia and blood pressure fluctuation was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood pressure fluctuation, dermatitis atopic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pain, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse), back, chronic, pelvic pain , abdominal, apareunia,migration,bladder/urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs was received. New event atopic dermatitis, urinary problems or changes, migraines / headaches, nausea, dental problems, fatigue, weight gain, hair loss, anxiety, entire body pain, hip pain, blood pressure issue were added. Outcome was added. Patient concomitant and historical conditions were added. Treatment and historical drugs were added. Reporters were added. Patient demographic was added. Event onset dates were added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.